Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to wear of the polyethylene acetabular liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.